Manufacturer narrative:
The previous pump exchange event was reported under medwatch MFR report number 2916596-2017-00350. (B)(6). (B)(4). Approximate age of device ¿ 70 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's regular clinic visit, interrogation of the system controller history revealed elevated flow estimation readings. The patient was admitted for observation. The patient¿s lactate dehydrogenase (ldh) was 1200 u/l, and the patient was started on a heparin infusion. Despite heparin, the ldh continued to rise. It was reported that the patient had a prior device exchange for device thrombosis approximately two months before the admission. On (B)(6) 2017, the patient underwent a device exchange to another manufacturer¿s pump. It was reported that the patient's pump had malposition/migration issues due to lateral rotation and enlarged right and left heart anatomy. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus inside the pump. The submitted x-ray images showed a possible misalignment between the inlet tube and inlet elbow, which suggests that the inflow graft was bent. The explanted device was returned assembled. Examination of the pump upon disassembly revealed a pink, tissue-like deposition adhered to the inflow graft. The deposition appeared to be a biological lining that developed at this location over an undetermined period of time. Further examination also revealed a ring of pink, tissue-like deposition adhered around the inlet stator bearing cup and rotor bearing ball. The deposition appeared to have formed in laminated layers and had areas that were denatured indicating that it likely developed over an undetermined period of time while the pump was in operation. Although a specific cause for the development of the depositions and a time frame for which they were present in the pump could not be conclusively determined, they would have potentially contributed to the report of elevated lactate dehydrogenase levels. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.